Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 8mm stent delivery system was returned for analysis product mandrel inserted and stent protector was covering the balloon. The device was returned without a stent . A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. The balloon was in a deflated, and crimp markings were visible on the balloon profile. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 07 december 2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 8mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent detached.